Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) male patient's battery charger/ modem was resetting. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the battery charger/ modem was resetting. The cause for the resets was isolated to a shorted q1 (current controlling transistor) on the bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted transistor. The patient received a replacement battery charger/ modem.